Event description:
Overdelivery reported. The pump was set to deliver an unspecified dosage of dobutamine in 250cc at 36cc/hr. After 70 minutes, the pump alarmed air in line and the contents of the bag were noted to have infused. No pt harm reported. No further pt info was available.